Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 17-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery involving the implantable leads, a high impedance issue was observed on the day of surgery with reported impedance values of 31510, 30800, 30500, 29890, 32770, 31000, and 30400. Reprogramming was attempted but did not provide relief. Both leads were explanted. The patient was reported alive with no injury, and the issue was reported as resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.